Manufacturer narrative:
Event date has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The patient was hospitalized for three weeks in turkey.

Event description:
It was reported that in (B)(6) of 2022, the patient was admitted for 3 weeks in turkey due to their driveline infection.

Manufacturer narrative:
Initial reporter section e: additional information was not provided regarding the initial reporter. The patient was admitted in turkey at an unknown hospital. Manufacturer's investigation conclusion: the patient remained ongoing on the pump until they underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2023 (related manufacturer report number 2916596-2023-01321). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.